Manufacturer narrative:
Device not returned.

Event description:
It was reported that valve was explanted after an approximate duration of 102 months due to unknown reasons. Information learned from rn, to provide additional information at a later time.